Event description:
It was reported that a physician, trained in the use of the prostar device, achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, at an unspecified time post vessel closure, an angiogram suggested the patient had a "lump of flesh" that had been pulled together by the prostar sutures. The patient is reported under observation because the vascular surgeon is concerned of the possibility of infection. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (Date of event): the date of (B)(6) 2010 is being used as a best date estimate, as the reporter did not provide any date information.

Event description:
Subsequent to the initial medwatch report additional information received indicates that the patient underwent endovascular abdominal aortic aneurysm (aaa) repair, common femoral artery access obtained via open exposure and vessel closure was attempted with the prostar xl device. Reportedly, a right common femoral artery (rcfa) pseudoaneurysm occurred and it was reported that the plan was only to observe it. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).